Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 3085479. Bd had not received samples, but 2 videos were provided for investigation. The videos were reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle was exposed. This occurred two times. No patient impact was reported. The following information was provided by the initial reporter: stage: during use defects: appears to be decapitated. Quantity: 2. Impact: no impact on patients or users.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle was exposed. This occurred two times. No patient impact was reported. The following information was provided by the initial reporter: stage: during use. Defects: appears to be decapitated. Quantity: 2. Impact: no impact on patients or users.